Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; d1; d2; d4; d10; e1; e2; e3; g3; g4; h2. D10: cat#: 00877703602, lot#: 3115799 biolox® option, head, m, 36/0, taper 12/14.

Event description:
It was reported that the patient underwent a procedure where zb devices were implanted. Subsequently, the patient underwent a revision approximately 6 months later due to failure of implanted components. Broken poly liner, damage to the femoral head, and evidence of metallosis.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision due to failure of implanted components. Intra-operatively, a broken polyethylene liner was noted with damage to the femoral head and evidence of metallosis. Attempts have been made and no further information has been provided.